Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported having "chest pain" with activity since the device replacement procedure. The patient indicating having increased heart rate with minimal activity such as combing hair. Follow up with the physician indicated that the patient's symptoms were related to having a heart rate above 78 beats per minute which the patient did not like. Reprogramming occurred to minimize the amount of rate response. The device remains in use. No patient complications have been reported as a result of this event.